Manufacturer narrative:
Follow-up # 1 ¿ (6/20/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 5/24/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption on eeprom u6.test strips returned, but as sub-category refers to meter issue only, test strips do not require product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's mom contacted lifescan from (B)(6) alleging an error 1 message issue with the one touch verio pro meter. The patient's mom did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mom claimed the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's mom did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report. Follow-up # 3 ((B)(4) 2013)-device evaluation: the patient¿s product has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. An error 1 message was observed upon turning the meter on. The meter was also found to have data corruption on eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.